Manufacturer narrative:
Concomitant product: 5076 lead, implanted: (B)(6) 2001. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated an r-wave amplitude measurement issue. From (B)(6) 2014 through (B)(6) 2016 median r-wave amplitude varies between 1.825 and 15.375mv. Undersensing was not observed in episode electrograms.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual decrease in sensing over time with low r-waves observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.